Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was repaired and returned to the customer, therefore the conclusion code of 63 is required.

Event description:
The facility reported a colleague infusion pump with the reported condition where a "band of screen not working". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed. The assignable cause was determined to be faulty main display screen. The main display screen was replaced fix the reported condition. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem this pump. This device is a p1.7 colleague pump with a user interface module software version of 8.11.00. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.